Event description:
N/a.

Manufacturer narrative:
Getinge field service engineer (fse) found the autofll faliure. No one was harmed onsite. Checked and found same problem , and during inspection found crm & safety disk defective , so after replaced this same problem solved . Handed over to department with good working condition.

Event description:
It was reported the cs 100 intra-aortic balloon pump (iabp) had autofill failure. No patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1 event site address was shortened due to character limitations. The complete name is (B)(6).

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
Updated fields - b4,g3,g6,h2,h10,h11. Corrected fields - e1(initial reporter). Contact person phone number: (B)(6).